Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient had a uti in (B)(6) 2017 that was treated and cleared up. Before it was treated, there was swelling at the ins and the lead tunneling area. The patient has a vibration sensation near their laminectomy that was noted since the uti was present. The rep was with the patient on the day of the report. Impedances were taken at default with contact 0 paired with all showed greater than 10,000 ohms. When taken at 3 volts, the contacts were not out of range. The vibrating sensation was noted to occur daily. When the stimulation is turned off the vibration stops. The rep modified the programming for more patient comfort. The rep also noted that the patient has disease progression beginning on an unknown date. No further complications were reported/are anticipated.